Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose level was 104 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.